Event description:
It was reported that a hygienist experienced an electrical shocking sensation when stepping on the foot controller of a cavitron unit; no injury resulted.

Manufacturer narrative:
Though dentsply has never received a serious injury report relating to electric shock involving a cavitron unit, the particular issues identified during evaluation of the product could possibly result in a serious injury if they reoccurred, particularly in individuals with pacemakers. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The unit was returned, evaluated, and it was determined that a new handpiece cable and water system were needed due to debris in the water line. The air system was also in need of replacement due to corrosion and low pressure. Finally, the footswitch was in need of replacement due to exposed wires.